Manufacturer narrative:
(B)(4). Date sent: 3/12/2018. Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an open hepatectomy, the jaws became misaligned during use. The jaws broke apart when the device was checked on the mayo table. No pieces fell into the patient and no pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p92p2a. Investigation summary: the device was returned with the clamp arm damaged. In addition the bearing cap was missing and not returned. The blade was not damaged nor broken as reported. Functional testing could not be performed due to the returned condition of the device. No conclusion can be reached as to what may have caused the damaged to the clamp arm. Additionally as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.